Manufacturer narrative:
Section b3: date of death corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed / pump stop events consistent with suspected driveline wire damage; however, a specific cause for the event could not be conclusively determined through this evaluation as the device was not available for evaluation. The submitted driveline images showed that tape surrounded most of the external driveline, including on the proximal and distal sides of the previous driveline repair, previously addressed under 2916596-2012-01234. A review of the submitted log file confirmed low speed / pump stop events on (B)(6) 2025 while the device was connected to 14-volt battery(s). Power elevations were noted during the pump stop events, along with active low speed advisory, low speed hazard, low flow hazard, and motor stop alarm flags. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. There were no other notable alarms active in the log file. It was reported that heartmate ii lvas would not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling.¿ section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: the device expiration date was unable to be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that an alarm occurred around 04:00 per the patient. Upon investigation, the customer noted that the patient appeared to have been having intermittent low flow "alarms" and pump stops. It was noted that the patient's driveline was previously damaged starting around 10 inches from the insertion site and had been repaired with rescue tape, with the last "official repair" being made in 2012. The patient was admitted to the hospital and was monitored on telemetry with their driveline secured. There was no reported change in the patient's lactate dehydrogenase (ldh) markers, and no reported concern for thrombus or hemolysis. Log files were submitted for review and captured 3 pump stops and 6 low speed alarms on (B)(6) 2025 occurring while on battery power, indicating a phase to phase short caused by driveline damage, as well as power and flow elevations potentially indicating that something other than blood was passing through the pump. While inpatient, the patient experienced a pump stop on an ungrounded cable, with subsequent cardiac arrest. The pump stop was reported by the customer to have been caused by the previously indicated phase to phase short due to the driveline damage. The patient received full resuscitative efforts including cardio-pulmonary resuscitation (CPR), intubation, and extracorporeal membrane oxygenation (ECMO) cannulation, however these efforts were deemed insufficient due to the patient's aortic closure. The patient passed away due to cardiac arrest on (B)(6) 2025. Related MFR's covering driveline damage- 2916596-2022-14426; 2916596-2021-07028.